Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient experienced shocking and a stimulation sensation in her tailbone area. It was also noted that the patient experienced the same sensation when the implantable neurostimulator (ins) was off. The patient was using a fit bit watch and thought this may be related to the shocking so the patient took off the watch about a week ago but the shocking and the stimulation sensation continued. The patient also experienced a ¿sensation of some kind¿ at her wrist while wearing the fit bit. The patient felt shocking ¿more or less strongly with position changes¿. Follow-up revealed that the ins was interrogated and all systems seemed to be clear; the cause of the issues was unknown. The health care provider (hcp) removed the patient¿s device on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.